Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 6 months after the implantation (in (B)(6) 2017) the shock impedance measurements were out of range (> 150 ohms) the other values (sensing, pacing threshold and pacing impedance) were constant. A connectivity problem in the header was suspected. An event date was not provided.